Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the clinic after receiving an alert, unexpected device reset was observed. The patient was asymptomatic. Programing changes were made. The patient is doing fine.